Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 20-mar-2020, UDI#: (B)(4) h11 ¿ the device manufacturer¿s registration system indicates that the device system was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that the patient had not had an increase in symptom relief after two dose increases; they continued to have pain and spasticity despite the increases. There was no volume discrepancy at the last refill. The healthcare provider did a cap (catheter access port) procedure, but when attempting to aspirate they were only able to get a small amount of fluid into the tubing, not enough to reach the syringe. The healthcare provider planned to refer the patient to neurosurgery for further evaluation.